Manufacturer narrative:
No evaluation was performed as the product was not returned.

Event description:
An x-ray of the cervical spine revealed fracture of the plate at the upper level and over-riding of the plate leaves. The plate has not been removed.